Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: a device history record (DHR) review was conducted: part: 414.834s, lot: l561583, manufacturing site: selzach, supplier: früh verpackungstechnik ag, release to warehouse date: 29 august 2017, expiration date: 01 august 2027. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part: 414.834 lot: l537008. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: hrs, ktt. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, the patient underwent the open reduction internal fixation surgery for the trochanteric fracture of right femur with the plate and screws. On an unknown date, the patient fell, and 3 screws were broken. On (B)(6) 2021, the revision surgery was performed removing the implants, transplanting artificial bone and using competitor¿s implants. The breakage of the screws was caused by the patient fall and there was no problem about the implants. This report is for one (1) 4.5mm ti cortex screw self-tapping 34mm. This is report 2 of 3 for complaint (B)(4).